Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. After pre-dilatation with a 2.0x15 non-bsc balloon, a 3.00 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. During crossing attempts, the stent dislodged from the balloon. The procedure was completed with a different device. No patient complications were reported and the patient' status was stable.